Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified number of fluid leaks from cassettes when removing them from the cycler at the end of pd treatments (dates unspecified). It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. Upon follow up with the pdrn, it was reported that they were only aware of one incident of a fluid leak which the patient informed them had occurred after treatment was completed and while removing the cassette from the cycler. The pdrn was unaware of any previous incidents of fluid leaks occurring during treatment. The patient did not experience any adverse event, serious injury, nor require medical intervention. The replacement cycler was received and there have been no further issues. The reported cycler has been scheduled for return. Attempts have been made to contact the patient for clarification on the timing of the leak and details on the other unspecified number of previous leaks, however, to this date a response has not been received. Due to the occurrence date being unknown the date of event will be reported as (B)(6) 2019.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.